Event description:
A customer reported a malfunction on their pump, identified by a non-resettable error code malf 1, as well as a fault ID 1-0x2101. The reported issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support resolved the issue by sending a replacement pump to the customer. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Additionally, the customer received instructions on using the replacement pump, including putting the malfunctioning pump into storage mode and returning it via ups with a provided prepaid label within ten days.